Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pain/extreme and constant/pain"), autoimmune disorder ("autoimmune disorder"), pregnancy with contraceptive device ("pregnancy with essure") and abortion spontaneous ("miscarriage") in a 28-year-old female patient (gravida 5, para 3) who had essure (batch no. 628045) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2003, (B)(6) 2005 & (B)(6) 2008) and miscarriage. Previously administered products included for contraception: iud nos from 2005 to 2008. Concurrent conditions included psychological disorder nos and breast pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain ("stabbing pains in back"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain, abdominal pain lower and menstruation delayed and abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced menstruation irregular ("irregular periods"). In (B)(6) 2014, the patient experienced migraine ("constant migraines"). On (B)(6) 2014, the patient experienced allergy to metals ("allergic to nickel") with abdominal distension, gait disturbance, malaise and hypersensitivity. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), vaginal discharge ("discharge"), headache ("headache"), tooth fracture ("teeth crumbled / dental issues"), ovarian cyst ("one normal cyst on left ovary that was not there before"), arthralgia ("problems with hips (stabbing pain)"), pain in extremity ("problems with legs (stabbing pain)"), alopecia ("hair loss"), weight increased ("weight gain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), muscular weakness ("weakness extremities"), hypoaesthesia ("started to have limbs go numb") and weight decreased ("weight loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy- bilateral salpingectomy), physical therapy (chiropractic), physical therapy (chiropractic) and surgery (hysterectomy and essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal discharge, headache, back pain, pain in extremity, alopecia, muscular weakness and weight decreased had resolved and the autoimmune disorder, pregnancy with contraceptive device, abortion spontaneous, tooth fracture, ovarian cyst, arthralgia, migraine, menstruation irregular, weight increased, allergy to metals, mental disorder and hypoaesthesia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, headache, hypoaesthesia, menstruation irregular, mental disorder, migraine, muscular weakness, ovarian cyst, pain in extremity, pelvic pain, pregnancy with contraceptive device, tooth fracture, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: essure insertion date was also reported as (B)(6) 2009. The patient tolerated the procedure weil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Ultrasound scan - on an unknown date: bilateral tubal occlusion noted in (B)(6) 2013, pregnancy test-negative. On (B)(6) 2009, diagnostic mammogram- there is no evidence of a focal mass, cyst, or area of architectural distortion. Ultrasound-one normal cyst on left ovary that was not there before was found in (B)(6)2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pain/extreme and constant/pain"), autoimmune disorder ("autoimmune disorder"), pregnancy with contraceptive device ("pregnancy with essure") and abortion spontaneous ("miscarriage") in a 28-year-old female patient (gravida 5, para 3) who had essure (batch no. 628045) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (B)(6) and miscarriage. Previously administered products included for contraception: iud nos from 2005 to 2008. Concurrent conditions included psychological disorder nos and breast pain. On 16-jan-2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain ("stabbing pains in back"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain, abdominal pain lower and menstruation delayed and abortion spontaneous (seriousness criterion medically significant). In may 2013, the patient experienced menstruation irregular ("irregular periods"). In may 2014, the patient experienced migraine ("constant migraines"). On 8-jul-2014, the patient experienced allergy to metals ("allergic to nickel") with abdominal distension, gait disturbance, malaise and hypersensitivity. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), vaginal discharge ("discharge"), headache ("headache"), tooth fracture ("teeth crumbled / dental issues"), ovarian cyst ("one normal cyst on left ovary that was not there before"), arthralgia ("problems with hips (stabbing pain)"), pain in extremity ("problems with legs (stabbing pain)"), alopecia ("hair loss"), weight increased ("weight gain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), muscular weakness ("weakness extremities"), hypoaesthesia ("started to have limbs go numb") and weight decreased ("weight loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy- bilateral salpingectomy), physical therapy (chiropractic), physical therapy (chiropractic) and surgery (hysterectomy and essure removal). Essure was removed on 13-aug-2014. At the time of the report, the pelvic pain, vaginal discharge, headache, back pain, pain in extremity, alopecia, muscular weakness and weight decreased had resolved and the autoimmune disorder, pregnancy with contraceptive device, abortion spontaneous, tooth fracture, ovarian cyst, arthralgia, migraine, menstruation irregular, weight increased, allergy to metals, mental disorder and hypoaesthesia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, headache, hypoaesthesia, menstruation irregular, mental disorder, migraine, muscular weakness, ovarian cyst, pain in extremity, pelvic pain, pregnancy with contraceptive device, tooth fracture, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: essure insertion date was also reported as feb-2009. The patient tolerated the procedure weil. Diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 28.3 kg/sqm.ultrasound scan - on an unknown date: bilateral tubal occlusion noted in may-2013, pregnancy test-negative.on 24-mar-2009, diagnostic mammogram- there is no evidence of a focal mass, cyst, or area of architectural distortion.ultrasound-one normal cyst on left ovary that was not there before was found in jun-2013 most recent follow-up information incorporated above includes:on 20-apr-2018: plaintiff fact sheet and medical records received. New reporters, plaintiff¿s demographics and concomitant disease were added. Essure lot number added. Lab data added.incidentat the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pain/extreme and constant/pain"), autoimmune disorder ("autoimmune disorder"), pregnancy with contraceptive device ("pregnancy with essure") and abortion spontaneous ("miscarriage") in a (B)(6) female patient (gravida 6, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous, parity 3 and two miscarriage. Previously administered products included for contraception: iud nos from 2005 to 2008. Concurrent conditions included psychological disorder nos. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain ("stabbing pains in back"). In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain, abdominal pain lower and menstruation delayed and abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced menstruation irregular ("irregular periods"). In (B)(6) 2014, the patient experienced migraine ("constant migraines"). On (B)(6) 2014, the patient experienced allergy to metals ("allergic to nickel") with abdominal distension, gait disturbance, malaise and hypersensitivity. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), vaginal discharge ("discharge"), headache ("headache"), tooth disorder ("teeth crumbled / dental issues"), ovarian cyst ("one normal cyst on left ovary that was not there before"), arthralgia ("problems with hips (stabbing pain)"), pain in extremity ("problems with legs (stabbing pain)"), alopecia ("hair loss"), weight increased ("weight gain"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), muscular weakness ("weakness extremities"), hypoaesthesia ("started to have limbs go numb") and weight decreased ("weight loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy- bilateral salpingectomy), physical therapy (chiropractic), physical therapy (chiropractic) and surgery (hysterectomy and essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal discharge, headache, back pain, pain in extremity, alopecia, muscular weakness and weight decreased had resolved and the autoimmune disorder, pregnancy with contraceptive device, abortion spontaneous, tooth disorder, ovarian cyst, arthralgia, migraine, menstruation irregular, weight increased, allergy to metals, mental disorder and hypoaesthesia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, headache, hypoaesthesia, menstruation irregular, mental disorder, migraine, muscular weakness, ovarian cyst, pain in extremity, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: in (B)(6) 2013 for irregular periods pregnancy test, ultrasound, verified placement of essure coils, diagnosed a cyst on my ovary. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Essure confirmation test was done 6 weeks after placement one normal cyst on left ovary that was not there before was found in (B)(6) 2013. Most recent follow-up information incorporated above includes: on 22-nov-2017: pfs received: case became incident and valid in follow up. Consumer date of birth, historical condition and event injury was replaced with events severe and persistent abdominal pain/abdomen cramping, weakness extremities, discharge, headache, bloating, teeth crumbled, persistent pain, one normal cyst on left ovary that was not there before, stabbing pains in back, problems with legs (stabbing pain), problems with hips (stabbing pain), constant migraines, started to have limbs go numb, hair loss, weight gain, miscarriage, allergic to nickel, trouble walking, sickness, essure caused or aggravated any psychiatric and/or psychological condition, irregular periods, dental issues, autoimmune disorder were added. In (B)(6) 2014 she had hysterectomy with bilateral salpingectomy. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.